Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2013 - january 17, 2013. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor had a ruptured bladder. This malfunction occurred while the device was being filled with 5fu (fluorouracil) and "g 5%." There was no patient involvement. No additional information is available.